Event description:
It was reported that revision surgery has been performed.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the returned devices resemble typical explanted devices. The returned devices included a 3-hole shell with the liner still in the shell and a constrained liner with the adaptor and a cocr head. The liner in the shell was not involved; it was used to remove shell from the acetabulum. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our lab noted the rim of the inner liner showed signs of damage .this could have been caused during removal, or by impingement in vivo. If impingement did occur, this could be one possible reason for the reported liner failure. Damage was visible on the outer surface of the outer liner, near the rim. This was potentially caused during removal of the liner from the shell during the revision. Bone growth was visible on the majority of the outer shell surface. No obvious manufacturing deviations were observed which could have caused the reported failure. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to the constrained liner having failed.

Manufacturer narrative:
.